Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was explanted due to 47 inappropriate shocks pt received the first week of (B)(6) 2024. The specific lead malfunction causing shocks is unknown. The shocks happened two weeks after pt had stent surgery and he had to wear a portable defibrillator until cleared for lead revision. Patient stated he has new diagnosis of ptsd due to the shocks. Multiple attempts were made to obtain further information from physician and facility. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.